Event description:
It was reported that a female patient underwent a primary breast reconstruction with 350cc mentor tissue expanders. Post-operatively, the patient experienced bilateral deflation, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with 295cc mentor memoryshape breast implants on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-15283 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 14, 2023, mentor completed a a visual inspection, leak testing, and microscopic examination of the returned tissue expander. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear at the union between the shell and anterior patch was observed. A microscopic examination was performed, and the cause of the tear could not be identified. Based on the current information, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On january 04, 2023, the device was returned to mentor for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).